Manufacturer narrative:
Possible lot: 3546404. Report source: (B)(6). Device evaluation: four bivona inner cannulas were received for evaluation, one in used condition without the original packaging and three with closed packaging. Immediate visual inspection did not detect any damage. Measurement tests were completed and it was determined all four samples had measurements within specification. The production floor was also reviewed with no discrepancies. Additionally, inner cannulas were audited during thirty two (32) units finding no discrepancies. A review of the manufacturing process was conducted and was considered adequate and correct. A DHR review was also completed. Based on the evidence and testing, the complaint allegation was not confirmed. No product defects were found.

Event description:
Information was received that a smiths medical portex bivona inner cannula was too long. No adverse effects were reported.